Event description:
No additional information was provided.

Manufacturer narrative:
(B)(4). - supplemental MDR - needle clogged / blocked twenty-eight samples were provided to our quality team for investigation. A visual inspection was performed, and no defects or imperfections were observed. Each sample was then connected to a syringe with saline solution. All the samples expelled the solution with normal flow, clogged needle was not confirmed. Furthermore, a device history record review was completed for provided batch number 2014639. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. During review of the process, process variations during the needle lubricant application can create clogged needles. Corrective and preventative actions have been implemented. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle. Based on the investigation and with the sample analysis the symptom reported could not be confirmed.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field h.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed

Event description:
Material# 305916; batch# 2014639. It was reported that the bd safetyglide needle was clogged / blocked. The following information was provided by the initial reporter: verbatim: rcc received a complaint via phone. Pir attached. Customer states that when they use 305916; lot number 2014639, there is some resistance when pushing the liquid through the needle. They have to press really hard in order for the liquid to release.